Manufacturer narrative:
On 05/08/2019, mentor received additional information about the event: - the patient developed symptoms similar to those of multiple sclerosis and lyme disease after breast prostheses implantation. A separate medwatch report will be submitted for the right breast prosthesis. - the patient underwent bilateral explantation on (B)(6) 2019. Reason for device explant and/or reoperation: generalized illness, pain in left breast, possible deflation of left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who patient underwent a primary breast augmentation procedure with an unspecified mentor saline breast prosthesis developed pain in her left breast. Pain was later confirmed by a physician. In addition, the patient reported a possible deflation of the left breast prosthesis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.